Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated that the patient started to experience severe itching on (B)(6) 2018. The patient¿s mother removed the sensor on (B)(6) 2018 due to the itching. The reaction was located on the back of the patient¿s arm and extended outside the sensor area. The affected area was cleaned with soap and water. On (B)(6) 2018 medical intervention occurred at their doctor's office when their doctor diagnosed a staph infection. The doctor suggested that the patient use flonase before sensor insertion and a healing lotion. At the time of contact, it was indicated that the patient¿s condition had healed. No additional event or patient information is available. Photographs were provided which confirmed the reported skin reaction. The probable cause could not be determined-post investigation. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.